Event description:
It is reported that the surgeon could not get the shell to seat properly. The surgeon had to ream up one size.

Manufacturer narrative:
Information was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.